Event description:
It was reported that low sensing and high pacing thresholds were observed. The sense/pace portion of lead was switched with chronic lv lead for sensing. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.